Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #42527900503, persona articular surface provisional shim, lot #62278268. This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings fell out of the shims over time.

Manufacturer narrative:
Persona articular surface provisional (tasp) shim was received for exam. Visual inspection of the returned tasp shims identified that both devices were missing one of the ball bearings and springs. Scuffs were noted on both devices. Measured dimensions were conforming to specifications. The lots were manufactured in march 2013 and january 2013 respectively, with an approximate field age between 2 years 11 months and 3 years 1 month, and have been used in an unknown number of surgeries. This is a known reported issue has been investigated through corrective actions. This device is used for treatment. Corrective actions investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. An FDA notification contains all tasp shim lots. Based on the investigation, the instrument was manufactured before the recall was launched before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.